Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The control panel, processor and mother board were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 6600 system would intermittently lock up. No patient injury was reported.